Manufacturer narrative:
The reported events of noise and no pacing were confirmed in the laboratory. A complete lead was returned in one piece for analysis. The visual inspection of the lead exhibited full breach insulation degradation adjacent to the distal portion of the connector boot exposing the outer coil. External insulation abrasion breaching the outer insulation exposing the outer coil was noted at 10.0 cm to 10.3 cm from the connector pin consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
High ventricular rate episodes were also observed on the right ventricular channel. Additional information indicates that the physician was also concerned about ventricular inhibition due to the noise.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16247. It was reported that when the patient presented via remote transmission, atrial and right ventricular lead noise was observed. The physician elected to explant the leads. The patient was stable following.